Event description:
Surgeon used a 3.0 coupler to complete a free flap in a patient who had neck and head cancer. Surgeon had previously used a 3.0 coupler to create the anastomosis, the rings disengaged. Surgeon placed a second 3.0 coupler to create the anastomosis, he engaged and locked the rings. The rings fell apart shortly after being engaged. He stated that no pins were bent on this 3.0 coupler. Surgeon had to recreate the anastomosis using hand suture. Patient was not injured and flap is fine.

Manufacturer narrative:
Device not returned for evaluation to manufacturer, no conclusion or evaluation can be done.